Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of samples were overfilled. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: five photos were provided for the investigation. The photos were evaluated and do not show the customer¿s failure mode of overfill. The blood meniscus is visible under the bottom edge of the closure. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. 100 retention samples were visually inspected with no issues identified. Additionally, 10 retain samples were functionally tested for draw volume and all tubes tested were within specification requirements. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint is unable to be confirmed for overfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.